Manufacturer narrative:
Date sent to FDA: 10/29/2019 additional narrative: it was reported that following the procedure the patient experienced recurrent incisional hernia. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a incisional hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent laparoscopic repair of recurrent hernia surgery on (B)(6) 2011 and mesh was implanted and previous mesh was removed. It was further reported that intrabdominal adhesions of small bowel up to a piece of previously placed mesh were noted and taken down. It was further reported they completely resected ¿all of the abdominal wall tissue, including the skin, subcutaneous tissue and the patient¿s previous mesh and completely free up the intestine. All of this material was removed.¿ it was reported the patient continues to experience severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information was provided.